Event description:
During device preparation, the tacticath se catheter was connected to the tactisys quartz, link and the cool point pump. The tactisys had a solid red light and the contact force was not displayed on the ensite system. The following message was displayed on the ensite: "contact force catheter is intended for single use only." The tacticath se was re-connected and the tactisys was re-started, but the issue still persisted. The tacticath se was exchanged and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
Fsca number: (B)(4).